Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was evaluated by failure analysis and the customer reported complaint was replicated. The iesu would not power up. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the erbe generator suddenly stopped working and the display of the erbe turned completely black. The erbe had worked during the start of the surgery. The customer had tried three different power cables and wall outlets which did not solve the problem. The clinical sales representative (csr) guided the customer to connect a forcetriad and the surgery finished successfully with no reported injury. The csr was in the or and had verified that the erbe was not starting prior to calling technical support on the following day after the event. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked system logs but did not find any error pointing to this problem. Isi contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on and there were no errors. The operating room (or) staff said that the system was initially powered on without errors. The da vinci surgical technical assistance team was contacted prior to replacing the erbe with the forcetriad esu.

Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe generator power problem, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.